Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a penumbra smart coil (smart coil) for a coil embolization procedure, the physician was unable to advance the coil out of its introducer sheath. Therefore, the smart coil was not used for the procedure. The procedure was successfully completed using a new smart coil.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly; the pusher assembly was kinked in multiple locations; the embolization coil was damaged and intact with the pusher assembly. The outer diameter (od) of the undamaged section of the embolization coil and the inner diameter (ID) of the introducer sheath were measured and both were found to be within specification. The embolization coil and pusher assembly to the smart coil was damaged; however, during functional testing, the embolization coil was able to be advanced and retracted in and out of its introducer sheath. Conclusion: evaluation of the returned device revealed that the embolization coil was damaged. This type of damage typically occurs due to improper handling during preparation. If the embolization coil is forcefully manipulated during preparation, the coil may become damaged. Then if the coil is re-sheathed after being damaged, issues such as difficulty advancing the coil out of the introducer sheath may occur. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.